Event description:
The manufacturer received information that a trilogy o2 ventilator was returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury was reported. Periodic maintenance was completed with parts replaced as regulated by the maintenance procedure to prevent failure. The device failed repair testing for active exhalation purge valve closed and active exhalation proport valve opened. The active exhalation control module was replaced to address the test failure. After repair, the device passed testing and was confirmed to operate properly.